Event description:
No additional info.

Manufacturer narrative:
The customer reported that the tubing leaked. One sample model 10014918 lot 23085525 was returned for investigation. The set was examined for defects and abnormalities. A cut was observed on the tubing. No other defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water and flushed. The set was leaking from the observed cut. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the damage in the tubing reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model and affected tubing. Additionally, based on the photo provided by the vh dchu and customer words it seems that the damage was created during the use, due to this, the failure mode was not found to be related to the tijuana manufacturing process. A device history record review for model 10014918 lot number 23085525 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris syringe module syringe administration set was damaged the following information was received by the initial reporter with the verbatim: event details: ¿syringe tubing was found to have a hole in it and was leaking the connected infusion into the bed.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.